Manufacturer narrative:
Correction made to d1: brand name: minicap extended life pd trns (previously submitted as minicap). Correction made to f10/h6: medical device problem codes: replace a1203 with a1204. Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body on the transfer set. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was difficult to disconnect from ¿catheter¿ (cassette set). This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.